Event description:
It was reported that balloon rupture and catheter entrapment on guidewire occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres, the balloon ruptured. During removal, the balloon was stuck with the non-boston scientific guidewire. Both catheter and guidewire were removed as one unit and the procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture and catheter entrapment on guidewire occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres, the balloon ruptured. During removal, the balloon was stuck with the non-boston scientific guidewire. Both catheter and guidewire were removed as one unit and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter and a non- boston scientific (bsc) guidewire. The device was visually and microscopically examined. There was a non-bsc guidewire returned within the emerge balloon catheter and failed to be removed. There were numerous kinks to both the shaft and hypotube. There was contrast in the inflation lumen and the balloon. There was blood in the hub, inflation lumen, guidewire lumen, and the balloon. The balloon was loosely folded. The inflation lumen was stretched down from the midshaft bond to the proximal end of the rapid port exchange (rpe) for a total approximate length of 30cm. A laser micrometer was used to measure the outer diameter of the non-bsc guidewire returned within the balloon catheter. The exposed and undamaged portion of the wire was 0.0139". Soaking of the device was attempted for guidewire removal but the wire was not able to be removed due to the severity of the stretched shaft. Product analysis could not confirm reported burst. Further functional testing, such as inflation of the device or flushing could not be performed to test the balloon as the stretched down inflation lumen would prevent the device from inflation and flushing. Analysis confirmed the reported froze on wire as the guidewire returned within the device was froze in place due to the stretched inflation lumen. Soaking and an attempt to remove failed as there was no movement to the device without causing further device damage. There were numerous unreported kinks to both the shaft and the hypotube. The damage present is consistent to procedural use including removal, and an interaction with lesion characteristics.